Event description:
Pill crushers (3) (clear with blue lid) broken with cracks after one time use, additional pill crushers utilized with same result medline pill crusher ref non132000. Manufacturer response for pill crusher, medline pill crusher (per site reporter) medline (B)(4). [Redacted date] [redacted name] reached out to clinical contacts as they have not responded to [redacted name]. [Redacted date] - [redacted name] will coordinate the hand-off of the sample to [redacted name].